Event description:
During an in clinic follow up, it was noted the device had reached elective replacement indicator (eri). Technical support was contacted and suspected premature battery depletion. Technical support recommended device replacement to resolve the event. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. As received, the device output and telemetry communication were normal. Testing of the battery showed it to be at elective-replacement indicator (eri) level. Hybrid circuitry was tested, and the results indicated normal current drain. Longevity assessment was performed, and device passed projected longevity. In addition, a malfunction based on analysis was identified. Visual inspection of the header attachment area detected a bonding anomaly. There was no sign of a hermeticity breach. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.